Event description:
Surgical procedure (hemirthroplasty of hip) performed. During procedure, palacos r bone cement placed in femoral canal (not pressurized). Within 10 min pts blood pressure dropped and subsequently went into cardiac arrest. Pt expired after resuscitative measures failed.